Event description:
It was reported that one day after the implant procedure, the right atrial (ra) lead pacing polarity was not automatically configured due to an out-of-range pacing impedance that was causing the device to restart the implant detect feature. Initially the device was not able to be programmed, but after accessing another device screen, the implant detect feature was reprogrammed to off and the lead was manually configured to the bipolar pacing polarity. At a follow-up about six weeks later, the lead impedance was normal; the device and ra lead remain in use. No patient complications have been reported as a result of this event.